Manufacturer narrative:
(B)(4). Implant date: 2010. Concomitant medical products: unknown vanguard femoral component catalog # unknown lot # unknown, unknown vanguard tibial component catalog # unknown lot # unknown, unknown vanguard patella catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. No devices or photos were received; therefore the condition of the components is unknown. Part and lot identification are necessary for review of device history records, neither were provided. Unable to perform a compatibility check based on the provided information. Unable to perform a complaint history review based on the provided information. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Reported event was unable to be confirmed due to limited information received from the customer. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-03108, 0001825034-2018-03110, 0001825034-2018-03111. (B)(4). Product location is unknown.

Event description:
It was reported that the patient underwent an initial left knee procedure on unknown date. Subsequently, the patient developed fever and received two pints of blood post-operative.